Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: section c d10 ¿ product received on: 04aug2020 investigation ¿ evaluation kyorin university school of medicine informed cook of an incident involving a ultrathane mac-loc locking loop biliary drainage catheter. On (B)(6) 2020, the device was placed in the bile duct as a catheter exchange for ptcd by abdominal approach. The patient¿s bile duct was tortuous that the catheter with the metal stiffener could not be inserted into the user. Therefore, the catheter was advanced with the blue stiffener. However, there was also difficulty advancing the catheter with the blue flexible stiffener. The user moved the device repeatedly forward and backward to advance the device to the target site. During this movement is when the flexible stiffener broke inside the catheter. Another manufacturer¿s device was used to successfully complete the procedure. There have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned one catheter to cook for investigation. Physical examination of the returned device showed one 8.5fr ult catheter with biomatter present. Upon inspection, the blue flexible stiffener was found broken inside the catheter's shaft. The proximal portion of the stiffener was not returned. The stiffener¿s outer and catheter¿s inner diameter were measured to be within specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots records one related nonconformance for "surface, defect" on the catheter that affected a quantity of one with a disposition of scrapped. There is a 100% quality control inspection prior to release for this nonconformance. A database search was completed on the lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. There was difficulty advancing the flexible stiffener in the catheter. The user moved the device repeatedly forward and backward to advance the device to the target site. This excessive force and the patient¿s tortuous anatomy possibly caused the flexible stiffener to separate within the catheter. A CAPA has been opened to address the issue of difficult advancement and removal of the flexible stiffener. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Age: in his 60's. Additional product codes: lje, gbo. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient in his 60s required a ultrathane mac-loc locking loop biliary drainage catheter for a percutaneous transhepatic cholangial drainage (ptcd) procedure by abdominal approach. The user tried to insert the catheter utilizing the metal stiffening cannula, however the bile duct was too tortuous. The catheter was then advanced using the flexible stiffener, but difficulty was still experienced. The user then moved the device "forward and backward repeatedly" in order to reach the target site, but during this process the flexible stiffener separated in the catheter. Another manufacturer's device was used instead and placed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.